Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be fluctuating which resulted in the pump shutting down. Additionally, it was reported that the insulin gauge was inaccurate and that the pump history did not reflect accurate data despite being in use. Customer¿s blood glucose level was 100 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.